Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the foot control device had exposed wires. This event did not occur during surgery. It was not reported if there event occurred during a surgical procedure. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device cord was damaged preventing the function assessment from being performed and the base plate was loose damaging the housing. Therefore, the reported condition was confirmed. It was further noted that the damaged cord is consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which damaged the cord or exerting extreme force on the cord during cleaning or use (user error). This issue of the base plate loose damaging the housing is consistent with mishandling by dropping or hitting the device against something breaking the base plate of the housing (user error). The assignable root cause was determined to be due to use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.